Event description:
Edwards received notification from our affiliate in the (B)(4). A patient underwent an off-label implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. As reported, it was a pure aortic regurgitation (ar) case. Unfortunately, during the valve deployment, the valve embolized aortic. The valve was dragged into descending aorta and deployed adequately. No second valve was implanted. Patient is well and will now be going for surgical aortic valve replacement (savr).the operator was optimistic for valve deployment but was fully aware that there may be a small chance of success. Therefore, operators led decision resulted in failure of valve deployment.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolization into aorta was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that off label implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. As reported, it was a pure aortic regurgitation (ar) case. The edwards sapien 3 valve with the commander delivery system is not indicated for pure ar case. As reported, ''pure ar case, no calcification'', ''unfortunately, during the valve deployment, the valve embolized aortic. The valve was dragged into descending aorta and deployed adequately'', and ''operator was optimistic for valve deployment but was fully aware that there may be a small chance of success. Therefore, operators led decision resulted in failure of valve deployment''. In this case, it is possible the lack of calcification on the native annulus, which may lead to the embolization of the valve due to unable to anchor the valve to the target site (native annulus). As such, available information suggests that procedural factors (off label use with pure ar case) may have contributed to the reported event. Since no labeling or IFU deficiencies were identified, no corrective/preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.